Manufacturer narrative:
When the foreign material was identified, olympus medical requested additional information from the customer on their reprocessing practices. The customer reported that the device was cleaned, disinfected and sterilized prior to return to olympus medical. The customer could not confirm the source of the foreign material or when it adhered to the device. Regarding pre-cleaning: the customer could not confirm whether the precleaning was delayed after procedure. The customer reported the instrument and suction channel wee flushed with water. Regarding manual cleaning: the customer reported the endoscope was pre-soaked in detergent solution. The instrument channel outlet was wiped with dry cloth, brush or sponge. The customer reported the instrument channel, channel port and suction cylinder were all brushed during manual cleaning. During evaluation, the reported issue was confirmed; no image was relayed to the monitor due to damage at the scope connector. Examination identified the following issues: the adhesive at the bending section cover was chipped, cracked and cloudy; the scope connector was dirty from water leakage; the universal cord was wrinkled; the scope cylinder paint was peeling; the universal cord protector was scratched; and the connecting tube was scratched. Functional testing determined that the bending angle in the up direction did not meet with specifications and the up/down knob had excess play: both issues were caused by a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported to olympus medical that the device relayed no image to the monitor. The device was returned to olympus medical for evaluation. During evaluation, foreign material clogging the suction channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections which state: ¿chapter 3 preparation and inspection¿, ¿3.3 inspection of the endoscope¿ and ¿3.8 inspection of the endoscopic system¿ describes the following warning. 1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 3 inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. 1 depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Results from the reinvestigation are as follows: -an antifoaming agent (barytogen) was used at the facility, andit is assumed that there is a high possibility that the source was a foreign substance. It was found that a cleaning brush made by another company (manufactured by piolax, product name: shinsakumi, sponge diameter 3.5 mm specification) was used for brushing the suction channel. The suction channel has an inner diameter of 3.7 mm, and because there is a gap between the sponge part and the inner surface of the channel, it is assumed that the dirt that had accumulated during the case could not be sufficiently removed by brushing and remained as foreign matter.